Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was excess off current from an integrated circuit (ic), designator u4, on the digital pcb assembly. Ic u4 caused 88.3 ua of excess off current which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device was displaying a low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation, physio-control observed that device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted.